Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. The device involved in the incident was in a state not suitable for testing. After asking for further info to a possible root cause we got aware of the following. E-mail (B)(6) dated (B)(6) 2013:¿ (¿) only our sales rep called on the hospital to have the call record completed. What he shared with me was the patient was having the first of two scheduled surgical procedures and after the bovie (valleylab unit) was activated for approx. 5 seconds, there was a cqm fault. Upon investigation, the pad was discovered to be in the condition you found it except that the nurse folded it after removal from the patient. The pad was removed and the generator was immediately isolated and sent to the biomed department. According to our rep, the biomedical technicians could not get the generator to accept another pad, the cqm stayed red, so the unit was sent out to valleylab for investigation and repair. (¿)¿. We additionally got an e-mail from (B)(6) dated (B)(6) 2013:¿ (¿) he has never seen this with vl before. He feels there is an open circuit in their board because the generator would go from red to green and then the pencil wouldn¿t work. They confirmed that in his office. (¿)¿. We assume that a generator fault has caused the incident.

Event description:
On (B)(6) 2013 a one hour hernia repair and a hydrocelectomy procedure was performed at (B)(6) USA. A rem equipped valleylab fx electrosurgical generator and a prewired monitoring dispersive electrode (model rsw271a30) were used. The electrode was placed on the right thigh. The patient position was described as supine and he was not repositioned. The body type of the patient was described as medium. The skin type of the patient was described as medium. The skin type of the patient was described as dry. The skin was cleaned and dried not shaven, not disinfected and no ointment has been used. The burn was recognized during the procedure and has been described as one 3rd degree burn of 4cm x 0,5cm. The burnt spot was treated by bacitracin ointment with duoderm dressings. The electrode was adhering well to the patient. The used power settings were described as 35/35 for hernia repair and 50/50 for hydrocelectomy procedure.